Event description:
A caller stated a customer reported a fast-draining battery using the adc freestyle libre reader. On 14-sep-2021, as a result, the customer required unspecified treatment by a pharmacist. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. Dhrs review indicated that the fs libre reader passed all tests prior to releases and the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller stated a customer reported a fast-draining battery using the adc freestyle libre reader. On (B)(6) 2021, as a result, the customer required unspecified treatment by a pharmacist. No further information was provided. There was no report of death or permanent injury.